Manufacturer narrative:
Concomitant medical products: 0125 lead, implanted: (B)(6) 1998. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission indicated right atrial (ra) lead undersensing during atrial tachycardia/atrial fibrillation (at/af) episodes and on the current electrograms (egm). It was also reported that the lead exhibited diminished p waves. The lead remains in use. No patient complications have been reported as a result of this event

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that reprogramming was performed.